Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be confirmed. The device appears to have functioned as intended.

Manufacturer narrative:
Ae assessor spoke to the patient whom stated her lowest bg was reported as 30 and she was too confused to self-recognize or self-treat the hypoglycemia. The patient reports she required assistance; her husband was nearby and recognized her need for help. The spouse provided the patient with oral carbohydrates and assisted patient with eating/drinking the carbohydrates. The patient believes that some of the hypoglycemia resulted from her being on the vgo 40 which was "too much insulin" for her.

Event description:
The patient has experienced hypoglycemia as low as 30.